Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks and anti-tachy pacing (atp). The patient was able to recreate the noise with isometrics. All lead measurments are normal. The patient has a history of non-sustained ventricular tachycardia due to noise. Electrogram review notes markers are at irregular rates (140/160 bpm) on onset electrograms. In october 2005 guidant received additional information that an x-ray of the system indicated a lead integrity issue on the distal end of the lead. An invasive procedure was performed, but the location of the damage could not bee seen as it was too distal.